Event description:
It was reported that the patient developed atrioventricular (av) block. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. No known issues occurred during the implant procedure. Five days later, the patient passed out at home and was transported by ambulance to hospital. Two days later a permanent pacemaker (ppm) was implanted.